Event description:
Health professional reported alleged vomiting, nausea and obstruction and a band slippage witch had since been corrected. F/u findings: the pt did not have a history of any allergies or known food triggers, but the pt's symptoms of nausea and vomiting occurred when the pt became pregnant, therefore, the physician was unsure if these symptoms are related to the lap-band system. Health professional stated that the doctor suspected a band slippage and surgically repaired the slippage. A barium enema was used to diagnose the obstruction. The device return was requested and is pending at this time.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Obstruction, band slippage, vomiting, and nausea are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, obstruction, nausea and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."